Event description:
The customer reported the evis exera ii video system center is unable to show image when scope is connected. In addition, only color bars display. The event occurred during preventive inspection and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 11 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The reproducibility of the phenomenon cannot be confirmed and it cannot be determined whether the indicated phenomenon occurred due to a defect in the subject device. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.